Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed surface residuals (fiber/particles and stains) on the lens related to the handling of the unit in a non-sterile environment. A small cut was observed on the lens edge. No scratches were observed on the lens optic. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was not implanted. (B)(6).

Event description:
The customer reported that the intraocular lens (iol), opened directly from the iol case, had a mark. The lens was not implanted. The surgeon noticed the mark on the iol after he took it out of the iol holder and examined it under the microscope just before he was about to load it in the cartridge. No additional information was provided to abbott medical optics.